Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed. The cause was a faulty flow block assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to obsolescence and lack of spare parts, we are unable to complete the service of the ventilator. Customer has requested that this device be sent back to them unrepaired.

Event description:
It was reported that the gauge was not going past 0 or delivering breaths. Also, it was reported there was no physical damage, and the unit was not dropped. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.